Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2009. It was reported the lead was explanted and replaced due to inadequate lead positioning. During the explant, the physician noted the lead had pulled out of the ipg header. The explanted lead was retained by the facility. Follow up on the pt found no further issues reported.